Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned product. The presence of a fibrous material was confirmed in the syringe barrel. The material measured approximately 6 mm in length and 3 mm in width. Comparison of the material with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. The product instructions for use instruct the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted. .

Event description:
A bayer representative reported the following: the customer observed a white material inside the syringe from a ssqk 65/115vs (mr) syringe kit, lot number 8400047 while filling with contrast media. There was no injury or adverse outcome reported.